Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a lose drive support cap. The customer did not mention any form of treatment for their blood glucose levels. The patient's blood glucose level was 575 mg/dl. At the time of the call. The customer was at the hospital to receive a replacement insulin pump. The customer did not return the product back for analysis.